Event description:
Fire dept personnel were attending to an unconscious pt. CPR was in progress when the aid car arrival and it was determined the pt was in ventricular fibrillation. An attempt at delivering a countershock was made and the device reportedly charged but did not discharge. Two more attempts were made with the same results. The opinion of the failure of the device to deliver energy was based on the lack of expected muscular reaction to defibrillation. The pt's rhythm converted to asystole in route to the hosp. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the clinician's assessment of the pt's viability.